Event description:
A vns patient reported that she wants her device removed due to lack of efficacy and also due to a medical issue in her left breast that requires mammograms. The patient reported that with the vns and mammograms they were having difficulty visualizing the area so wants device removed. No further information available aside from the fact that patient has not seen a provider in multiple years for their vns. The patient has not been to see the surgeon whose name we provided for follow up therefore no further information can be attained about the reported event till the patient is evaluated. It is unknown the relationship of their left breast issue to their vns.

Manufacturer narrative:
(B)(4)